Manufacturer narrative:
Section h10 - related report numbers: corrected. Manufacturer¿s investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (20240923_123715) for review that showed events spanning approximately 7 days (16sep2024 ¿ 23sep2024 per timestamp). Loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms were active on 20sep2024 from 21:22:54 ¿ 21:22:59 which is consistent with the provided information of environmental circumstances causing a power outage. Pump operation was not affected, and the backup battery supported pump function during these events. There were no other notable alarms active in the log file. Additional information provided on 13nov2024 stated the mpu has a v-lock on the ac power cord, environmental circumstances caused a power outage at the time of the event, and that no product would be returned for analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 19jan2021. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient changed out their primary system controller due to a yellow alarm deteriorating to a red alarm. The patient did not take note of the alarm message of what lights were on the system controller prior to the exchange. Patient experienced no symptoms and was in the emergency department for evaluation. Log files were sent and reviewed. The event log from (B)(6) captured low voltage hazard/no external power events back on 20sep2024 at 21:22 while using the mobile power unit (mpu). It appeared that there was a total loss of power to the mpu, engaging the emergency backup battery (ebb) in the system controller until power was restored to the mpu. The event lasted around 12 seconds. Backup battery faults were noted 23sep2024 at 10:15 due to a failed emergency backup battery load test. Four minutes later the driveline was disconnected from the system controller exchange reported. The event log from the current system controller (B)(6) captured system controller clock corrupt events when it was connected. From the limited data available it appeared that everything was working as intended. There were no further ebb faults. The date and time synced 23sep2024 at 12:18.

Event description:
Additional information provided that after the system controller exchange, log files did not demonstrate any red alarms, but there was an ebb fault due to a failed ebb load test. There were no adverse consequences as a result of the exchange. The mpu had a v-lock connector on the ac power cord, and it did not come loose at the wall outlet or from the back of the unit. There were environmental circumstances that affected ac power at the time of the event. The mpu was not exchanged or removed from service and the patient is stable.

Manufacturer narrative:
Updated b5 with additional information. Updated d4 with serial # and UDI. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.